Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5., d.7., g.3., h.6. Reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade IV. Device has been explanted.